Manufacturer narrative:
On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4). The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Doctor reported to company representative that patient experienced a mild stroke post-transcarotid revascularization both the evening of procedure presenting as hand weakness and inability to feed himself the following morning. 24 hours later, patient markedly improved to 85% of baseline function according to md with full recovery expected.